Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued d.10. Concomitant therapies: ceftriaxone sodium and tazobactam injection, ambroxol hydrochloride injection, estazolam tablet, sucrose iron injection, misoprostol tablets, potassium chloride injection, iron sucrose injection, polyethylene glycolele. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported patient was hospitalized for surgery. Patient was prescribed carbazochrome.

Manufacturer narrative:
Continued d.10. Concomitant therapies: ceftriaxone sodium and tazobactam for injection, and ambroxol hydrochloride injection. Continued h.6. Health effect - impact codes: f2204. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of leiomyoma of uterus and ovary tumor, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related rregular vaginal bleeding. Four days later the patient was treated with broken blood flow capsule and the event resolved about 2 weeks later. Approximately three weeks after the last event the patient experienced non device related "leiomyoma of uterus (uterine leiomyoma) and ovary tumor (ovarian mass)." That same day the patient was treated with ferrous succinate sustained release tablets and adrenal chromozone tablets. Surgical treatment is recommended and hysteroscopic endometrial lesion resection is feasible. Symptom ongoing.